Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass cause by dog chew on the pump. Insulin pump received with dog chew marks and end cap broke off or missing.

Event description:
Customer reported via phone call that their crack on the screen and the whole pump. The customer¿s blood glucose level was 207mg/dl. Troubleshooting was performed for damage. The insulin pump will be returned for analysis.